Event description:
This device was returned with oos documentation from biotronik rep anne bolhofner. This sys was removed due to infection. This sys has not been replaced at this time. Also associated with this report: cylos dr, MDR 1028232-2008-00528. Setrox s 45, MDR: 1028232-2008-00529.